Event description:
It was reported that the evita xl delivered mechanical breaths in CPAP/asb mode, independent of the spontaneous breathing rate. The display did not response to touch, and the co2 sensor was not working. The device alarmed. No patient health consequences have been reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.